Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer pfo occluder was chosen for implant to close a patent foramen ovale (pfo) using a 9f amplatzer trevisio intravascular delivery system. The devices were prepared as per instructions for use (IFU). The physician was aware that the recommended delivery system was 8f. When the left atrial disc of the device was deployed, it did not sit flatly on the septum. The device was exhibiting a bulbous deformation. The device was fully retracted into the delivery system, and the left disc was deployed a second time, but the device still did not lie flat on the septum. After a third unsuccessful attempt, the decision was made to exchange the device with another 30mm amplatzer pfo occluder, which was successfully implanted without issue. There was no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of the device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.